Event description:
It was reported that a portion of the implanted stent became caught in the tip of the device. This 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure for in-stent restenosis of a non-boston scientific stent in the superficial femoral artery (sfa). The device was working as expected during the first pass. Then two minutes into the procedure at the mid-sfa, the blades ceased to spin. The device was still movable on the guidewire; however, the blades would not spin in any direction. The device was removed from the patient and the procedure was completed using balloon angioplasty of the in-stent lesion. It was noted that it appeared as though a portion of the stent was caught in the tip of the device. There was no suspicion of unretrieved device fragments, and there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc catheter was inspected for damage. Visual examination showed damage in the form of 2 kinks located 1cm and 104cm from the tip. The functionality of the device was tested and the device primed as designed; however, rotation was not working. Microscopic analysis of the tip of the device showed a piece of the stent was stuck in the aspiration/masticator port. This would cause the rotation to stop. Inspection of the remainder of the device, apart from the observed damage revealed no damage or irregularities. The complaint was confirmed for rotation issues due to the masticator area of the tip was occluded with a piece of the stent being treated.

Event description:
It was reported that a portion of the implanted stent became caught in the tip of the device. This 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure for in-stent restenosis of a non-boston scientific stent in the superficial femoral artery (sfa). The device was working as expected during the first pass. Then two minutes into the procedure at the mid-sfa, the blades ceased to spin. The device was still movable on the guidewire; however, the blades would not spin in any direction. The device was removed from the patient and the procedure was completed using balloon angioplasty of the in-stent lesion. It was noted that it appeared as though a portion of the stent was caught in the tip of the device. There was no suspicion of unretrieved device fragments, and there were no patient complications.